Event description:
On 7/20/92 endoscopy dept. Physician performing endoscopic procedure to remove polyp in colon of pt. Wire of the electro-surgical unit (snare wire) became embedded in polyp. Surgery required to remove wire from polyp. Pt was scheduled for surgery later in the week. Scheduled surgery performed at time to remove wire.1204050device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, other, unanticipated short term complication of procedure, other. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.